Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve procedure, the surgeon went to fire clip on stomach. This was first firing. Clip that followed loaded sideways in jaws. The clip was fully open. The clip applier continued to eject clips sideway in jaws on subsequent firings. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed fifteen conforming clips. However, upon each actuation of the trigger, it was noted that the clips were fed slower than expected. Finally, it locked out as intended. It is known from the history of the device that a possible cause for the slow feeding issue is the silicone that gets viscous; the silicone is applied during the manufacturing process. However, no conclusion could be reached as what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.